Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the implantable neurostimulator has been flipped since a week after their implant surgery. The patient did nothing to lead to the implant flipping/slipping. No actions or interventions have been taken, or will be taken, to resolve the implant flipping/slipping. The patient reported that the health care provider said that it was fine. The f lipping/slipping has not been resolved.

Manufacturer narrative:
(B)(4)

Event description:
The consumer reported that the implant had flipped or slipped in the pocket. The patient stated that the healthcare professional stated that it was fine. The recharging belt had to be pulled extra tight for the implant to lay flat and be able to charge due to the slip/flip. The indication for use was non-malignant pain. No patient symptoms reported. Follow up information was requested to determine event cause, outcome, and steps taken to resolve the reported issues. If additional information is received a follow-up report will be sent.